Event description:
Technician alleged that the siderail is not staying up. No pt impact.

Manufacturer narrative:
The technician found a broken siderail end tube. The technician replaced the siderail end tube to resolve the issue.